Event description:
It was reported that patient was admitted to intensive care unit (ICU) for splenic infarct and cardiac perforation. It was also noted that patient's lead exhibited loss of capture. The patient was treated with anticoagulants. The lead was explanted and replaced. The patient was stable.